Event description:
As reported by the edwards clinical specialist, the patient expired during the transcatheter aortic valve replacement procedure.

Manufacturer narrative:
Investigation of this event is ongoing.

Manufacturer narrative:
(Suspect medical device) was updated from the sapien transcatheter heart valve to the ascendra balloon aortic valvuloplasty catheter (9100bavc). Per additional information and clarification received from the edwards clinical specialist: this was a transapical transcatheter aortic valve replacement procedure. The (B)(6) male patient was stable when placed on the table and pressures were normal as the case began. A balloon valvuloplasty (bav) was performed using an edwards balloon catheter. Following the pacing run and the bav the patients pressure dropped precipitously low. The proctor, recommended to the physicians to stabilize the patient's blood pressure prior to attempting to deliver and deploy the valve. Anesthesia administered pressors and the patient's blood pressure rose to acceptable levels for the proctor. The ascendra system was introduced and passing runs were performed to help position the valve. The patient's blood pressure dropped and the valve was deployed 50:50 yet the patient's pressure did not recover normally following deployment and the patient became hemodynamically unstable again requiring cardiopulmonary bypass as external massage continued. The patient's coronaries were examined by angiogram and there was no sign of blockage. The patient was put on balloon pump in an effort to stabilize to no resolve. The patient's valve was examined through transesophageal echocardiogram (tee) and the valve continued to perform in normal manner. The patient's hemodynamic function could not recover with any of the attempted measures and the patients family was notified of this prior to the physicians ending lifesaving measures. Per the instructions for use (IFU), hypotension and death are known complication associated with standard cardiac catheterization, balloon valvuloplasty (bav), the use of anesthesia, aortic valve replacement and bioprosthetic heart valves. Hypotension is extremely common during valve implant procedures and has multiple potential etiologies. There are cases in which the patient becomes hemodynamically unstable after bav. In these cases, a decision is made by the team to attempt to stabilize the patient, which may include pharmacologic therapy, CPR, institution of cpb, ECMO, and/or iabp. In most cases the valve is subsequently implanted to offset the cardiac decompensation from severe aortic insufficiency caused by the bav procedure. In this case the exact cause for the reported cardiovascular collapse cannot be determined. Per report there was no evidence of coronary occlusion, and tee confirmed the sapien valve was functioning normal. However, there are multiple potential causes/contributing factors for this event, including the patient's underlying co-morbidities (e.g. Severe valve disease, congestive heart failure, pre-procedural medications), anesthesia, and the procedure itself. It is possible a combination of patient and procedural factors could have caused or contributed to the reported events. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.